Event description:
Consumer called and said that the 4 wheel walker that she received had the wheel fall off and she fell and either fractured or sprained her ankle. She fell on friday, (B)(6) 2022. Said the wheel fell off as she was walking with it. Fractured foot, had to go to emergency room. The doctor gave her a boot that she is currently wearing. She received this rollator on (B)(6) 2021. Device was returned/inspected. Serial number sticker is torn off. Device shows heavy use; rust, scratches, dents. Left rear wheel is broken off at spokes.